Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection with redness, swelling and fluid in the pocket. The implantable pulse generator (ipg) system that had been implanted with an absorbable envelope was explanted and the patient subsequently received a new system. Blood cultures were negative and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection with redness, swelling and fluid in the pocket. The pocket was drained and the implantable pulse generator (ipg) system that had been implanted with an absorbable envelope was explanted. The patient was treated with antibiotics and blood cultures were negative. The patient subsequently received a new system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection with redness and swelling and fluid in pocket. The implantable pulse generator (ipg) system with an absorbable envelope was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.